Manufacturer narrative:
Follow-up #1: date of submission 11/07/2013: device evaluation: the device has been returned and evaluated by product analysis on 10/28/2013 with the following findings: power on resets observed in the black box. The battery compartment has a crack that extends from threads to case seal. The returned battery cap has partially stripped threads and is unable to attach to the pump. A new test cap was able carefully secure to the pump and was used to exercise the pump for a 24-hr duration period; no power interruptions occurred during this time period. The pump was tested with an external power supply and idle, sleep, rewind, and load currents are all within required range. Pump passed a 29hr flow accuracy test successfully. Damage to the pump case was observed between the upper right corner of the display lens and the case seal. Removed pump cover; no intermittent connections were observed. Internal moisture was found in the pump.

Event description:
On (B)(6) 2013 the patient¿s mother contacted animas and alleged that her son woke up today with no power to pump. Denies crack in case, has never changed battery cap, pump is 2 years old. Denies having issue securing battery cap to pump, uses coin, states yellow o-ring not visible, denies moisture incursion. Yesterday son called mom to report low battery warning occurred on pump. Mom was on way home from work and changed battery when she arrived home. Later that evening son discovered pump had no power, husband inserted new battery from different package. Son awoke today with no power. Mom inserted new battery this morning, primed pump and bolused patient for bg of 400mg/dl, with nausea. When new battery was inserted today, pump powered up with no problem. Customer support (cs) cannot determine cause of no power this morning and advised to come off pump, go to alternate form of insulin delivery. Mom verbalized understanding. The bg excursion does not meet the criteria for an adverse event. This complaint is being reported because the power issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.